Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and genital haemorrhage ('abnormal bleeding (general)/bleeding') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included menses irregular, cramp in lower abdomen, dyspareunia, endometriosis, dysfunctional uterine bleeding and endocervical squamous metaplasia. On (B)(6) 2008, the patient had essure inserted. In december 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), mood altered ("hormonal changes describe: moody"), migraine ("migraines/headaches"), fatigue ("fatigue") and endometriosis ("other injury(ies) or complication(s): endometriosis") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdomina pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, mood altered, migraine, fatigue, weight increased, endometriosis, vaginal haemorrhage, menorrhagia and vulvovaginal pain had not resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, menorrhagia, migraine, mood altered, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 128 lbs patient received treatment for - pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pathology test - on (B)(6) 2015: uterus, cervix: acute and chronic inflammation. Erosion/eversion, squamous metaplasia uterus, endometrium: secretory phase pattern. Uterus, myometrium: no pathologic diagnosis. Uterus, serosa: no pathologic diagnosis. Fallopian tube, left and right: no pathologic diagnosis. Gross description: noted in the fallopian tube stumps of the cornual region are tightly coiled silver wires (within the lumen of the stumps) (as written). Sectioning of the tubes reveal tightly coiled silver wires within the proximal lumen of each tube.. Ultrasound scan - on (B)(6) 2010: transabdominal and transvaginal ultrasound report fallopian tubes not seen. Comments: uterus normal in size. There is a cystic area within the endometrial cavity with endometrial appearance surrounding it suggestive of an irregular gestational sac. Suggest hcg to rule out pregnancy. A simple cyst is seen on the right ovary. There is a small amount of fluid in the cul de sac.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events added- abdominal pain. Event verbatim was updated as- abnormal bleeding (general)/bleeding and abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding).reporter information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), mood altered ("hormonal changes describe: moody"), migraine ("migraines/headaches"), fatigue ("fatigue") and endometriosis ("other injury(ies) or complication(s): endometriosis") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, mood altered, migraine, fatigue, weight increased, endometriosis, vaginal haemorrhage, menorrhagia and vulvovaginal pain had not resolved. The reporter considered dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, menorrhagia, migraine, mood altered, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: plaintiff fact sheet was received. Events added from pfs- pain, abnormal bleeding (general), dysmenorrhea (cramping), moody, migraine headaches, fatigue, weight gain¸ endometriosis, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal pain. Reporter information, medical history, events onset date, event outcome, lab data were added. Event-injury was deleted device category changed from device other event to incident. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.